Event description:
A report was received from the USA stating that an ht70 ventilator touchscreen was intermittently unresponsive. There was no patient involvement associated with the malfunction. The date of event is unknown.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended performing a liquid crystal display (lcd) calibration and then run the ventilator overnight. The customer later reported that the issue had been resolved. Covidien is not authorized to evaluate the device. (B)(4).